Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is non-functional due to the patient not maintaining the ipg as recommended. An sjm representative met with the patient and confirmed the ipg is inoperable, and will not communicate with external devices. As a result, the patient will undergo surgical intervention.